Event description:
Per the report, the student nurse anesthetist was inserting an IV catheter into the patients left antecubital, but there was no blood return so it was removed, but only approximately half of the catheter came out. The piece, approximately 1 cm in length was surgically removed and per the vascular surgeon, the catheter was bent in a 90% angle.